Manufacturer narrative:
Additional information pertaining to the device referenced in this report (including x-rays and medical records) was requested. A supplemental report will be submitted upon completion of the investigation.

Event description:
Pain, loosening, no indication of infection. Triathlon knee implanted in 2007. Tibial baseplate and insert revised due to aseptic loosening. Triathlon ts baseplate, stem, insert and augments implanted during revision surgery.